Event description:
Ous MDR - after an implantation period of approx. 91 months, elevated impedance values were reported. The lead was explanted, but not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available trend curves demonstrated stable pacing impedance around 600 ohms between march 2016 and october 2016 with two increased values greater than 3000 ohms in the middle of october 2016. Furthermore the shock impedance showed a slight increase from 75 ohms up to 85 ohms between march 2016 and october 2016. Subsequently the shock impedance demonstrated a varying progression around 85 ohms with two increased values greater than 200 ohms in the middle of october 2016. The provided xrays showed that the rv lead was implanted under tensile stress. Furthermore based on the available xray projections an interaction with the ra lead could not be excluded. However, in spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.